Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered a patient notifier for a recorded extended charge time. The charge time was re-measured through device interrogation and the charge time was still unacceptable. Capacitor maintenance was performed at a device check-up and found the charge time to be stable. No resolution suggestions were proceeded. The patient is scheduled for a new follow-up visit. No adverse consequences were detected.